Event description:
It was reported the pt experienced rib stimulation and a loss of stimulation coverage in her right leg. Reprogramming was able to resolve the issue. The pt later had x-rays that revealed lead migration. During the revision procedure the original lead was damaged so the lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.